Event description:
A malfunction was reported with a specific error code indicating a problem that could be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use an alternate method for insulin delivery and was instructed to allow the pump¿s battery to deplete before returning it. Technical support arranged for a replacement pump and provided instructions for returning the faulty device.